Event description:
Per the audiologist, the pt reported dizziness, nausea and a "pulsing" when the cochlear implant system was activated. A CT scan done in '08 showed that the electrode array was not in the cochlear. The pt's device was explanted about 4 days later, and a new device was reimplanted during the same surgery.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.

Manufacturer narrative:
(B) (4)

Event description:
It was reported that while stimulation was turned on, the patient experienced a surging sensation. It was unknown when the symptoms began. It was noted that the patient had a fall about two weeks ago, however, it was not known if the surging began at this time. The surging was in the paresthesia location. The device was reprogrammed; however, the surging still occurred on all programs. Movement did not cause stimulation changes. It was also noted that impedance read >20,000 ohms on #2 electrode, however, when tested at 3v impedance was 35,000. No patient treatment or outcome was reported.